Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider was unable to get telemetry to the pump. This was a recent implant and the healthcare provider used multiple tablets without success. They checked to make sure all software was updated. Pump positioning, depth, or flipped pump were being discussed as possibilities. Laying patient down and attempting in addition to imaging was also being considered. No patient symptom was reported. Additional information was received from a foreign healthcare provider via a company representative on 2025-may-30. The serial number of the pump and pump implant date were provided. Regarding the cause of the telemetry issue, a flipped pump was indicated. Surgery was performed on (B)(6) 2025 and they reattached the pump with 4 sutures and the problem was resolved. The pump remains implanted and in-use.